Event description:
It was reported that a patient underwent a fusion and decompression procedure at c3-c7 and one day after surgery, the patient exhibited symptoms of c7 palsy. The symptoms were reportedly mild and resolved 3 months after date of onset. No treatment was provided. According to the report, the index surgery "achieved its therapeutic goal of stabilization, bone fusion, deformity correction, decompression and pathogenic process control".

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955718, 6955716, 6955720, 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945718 / lot: unknown (x2) part: g6945816 / lot: unknown part: g6945720 / lot: unknown (x3) part: g6900240 / lot: unknown (x2) although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. These parts are not approved for use in the united states; however, the catalog #s 6900240, 6955710, 6955718 and 6955716 and 510k # k043020 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6900240 / lot: unknown (x2) part: g6945720 / lot: unknown (x2) part: g6945718 / lot: unknown part: g6945716 / lot: unknown although it is unknown which, if any, of these devices contributed to the reported event, we are filing this MDR for notification purposes.